Event description:
It was reported that the doctor used cdh29p for lar end-to-end anastomosis. He fired it successfully and donut formed completely. However, when he double-check the anastomosis with sterile water, he found many bubbles formed. And he exanimated the staple line, he found 1/3 circle not stapled. Only 2/3 of circle is stapled with cdh29p. He needed to do the sigmoidectomy once again by tx30b and re-do the end-to-end anastomosis by tri-eea. Stoma is created because of this.

Manufacturer narrative:
(B)(4). Only event day and year known: 18, 2022. Batch # 423a48. (B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present. No battery was received. When the test battery was installed the green checkmark illuminated , indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 07/12/2022. Additional information was requested, and the following was received: what were the indications for surgery? (Ans: na) what surgical procedure was performed? (Ans: lar) did the patient receive any preoperative chemotherapy or radiation? (Ans: not provided by surgeon) were there any issues experienced with the device in the initial surgical procedure? (Ans: nothing special at the beginning of surgery until he found there¿s leakage when doing leak test) what healthcare professional fired the device and what is his/her experience with the device? (Ans: he was using tx30b and dissected the sigmoid himself, and he is very experienced with cdh29p. He has been using it around 10-12 times per year) where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? (Ans: yes) did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? (Ans: yes) were there any issues with device use/firing? (Ans: na) what confirmation was received that the device completed the firing sequence? (Ans: green tick) was the green checkmark visible at the end of the firing? (Ans: yes) how many counter-clockwise revolutions of the adjusting knob were used to open the device? (Ans: not provided by surgeon) was there any difficulty removing the device? (Ans: not provided by surgeon) was a complete transection of the white breakaway washer visually confirmed? (Ans: yes). Were the donuts inspected? If so, please describe. (Ans: yes, completed donut) were there any issues noted with staple formation? If so, please describe the shape and location. (Ans: 1/3 no staples) was a leak test performed? If so, what type and what was the result? (Ans: leak test performed and thus he found there staple line was not completed) was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? (Ans: not provided by surgeon) how was the leak identified? (Ans: cannot pass leak test) what was observed at the site of the leak upon reoperation? (Ans: no staple) how was the leak addressed? (Ans: not provided by surgeon).